Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During a mitral isthmus ablation procedure, a pericardial effusion occurred. During ablation on the mitral isthmus with a tacticath quartz ablation catheter the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.